Event description:
On (B)(6) 2021, the patient was treated with the diomed optiguide fiber optic diffuser (2.5 cm flexible fiber; pb725). Approximately 250 seconds into the procedure, treatment was stopped halfway to confirm placement of the fiber and it looked like tissue was stuck to the fiber. The physician performing the procedure pulled out the fiber and the fiber had a kink in the diffuser tip which appeared to melt during the procedure. The fiber was still in one piece; the entire fiber came out completely. The treatment area was the right upper lobe thus, a flexible fiber was chosen. No excessive force or difficulty while positioning the fiber was noticed. A new 1 cm flexible fiber was calibrated, and the physician continued the other 250 seconds for full treatment of 200 j. The patient did not exhibit any adverse affect. The diomed optiguide fiber optic diffuser lot# was de20001. The diomed optiguide fiber optic diffuser expiration date was 04-jun-2025. This case corresponds to the following pinnacle biologics inc. Icsr#: (B)(4).